Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope experienced the image is blurry and foggy during a laparoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.